Event description:
Customer calling is the caretaker for the end user. End user has had the lift for about a year, possibly landauer. Customer states a rear locking caster is loose and the motor is noisy when lowering the end user.